Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the implantable cardiac monitor (icm) exhibited under-sensing resulted in false pause episodes. Programming changes were made. The patient was in stable condition.